Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently a few days later, patient presented with deep vein thrombosis. An ekos thrombolytic infusion catheter 50 cm infusion length was then placed over the wire, starting about 2 cm proximal to the filter and extending distally into the distal femoral vein. Thrombus was present throughout both femoral veins throughout the thigh. Common femoral veins and both iliac veins were thrombosed. Hence, ivc was thrombosed. There was clot about 2cm proximal to the ivc filter. There was thrombus couple of centimeters above the filter but below the renal veins. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.